Event description:
It was reported that during pre-dilatation in the moderately tortuous distal left anterior descending coronary artery, a 2.0x15 rx mini trek balloon dilatation catheter was advanced without resistance to a heavily calcified, eccentric, 90% stenosed, de novo lesion, then ruptured on the first inflation for 15 seconds at 6 atmospheres. The dilatation catheter was withdrawn without resistance from the anatomy and exchanged with a 2.5x14 nc trek to complete dilatation. A 2.5x23 xience v stent was successfully deployed to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. Reportedly, the device was prepped inside of the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.